Event description:
It was reported that the balloon would not inflate. This was noted immediately when placed and another product was used. Upon examination of the product, a hole was noted in the balloon. This occurred on initial intubation for CABG surgery. Tube was being placed nasally via fiberoptic scope with no bite blocker being used. Pt was sedated but was not in respiratory distress at the time of placement. Placement of tube was verified via fiberoptic visualization. The issue occurred less than 5 minutes after placement. The tube was removed and replaced and the same problem occurred again. A third tube of the same catalog number was placed nasally using a tube exchanger with no further problems being reported. It is unk if balloons were pretested before use. Refer to MDR #1018233-2009-00145 for second reported event referenced above.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination of the product revealed that there was a 2 cm long hole in mid point of the balloon. Functional testing concluded that the balloon could not be inflated due to the tear in the balloon. It is unk if the cuff was tested prior to use. All cuffs are 100% qa inspected twice during mfg. The DHR was reviewed and there is no evidence of any mfg issues that could have caused or contributed to the reported event. The IFU states under instructions: test the cuff, pilot balloon, and valve of each tube by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. The IFU states under precautions: each tube's cuff pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Initiating treatment using a tube already shown to have a dysfunction in the inflation system could unnecessarily subject the pt to the untoward effects of extubation, re-intubation, or loss of respiratory support. Furthermore, the integrity of the inflation system should be monitored both initially and periodically during the intubation period. Uncorrected failure of the inflation system could result in death. Various bony anatomical structures (e.g., teeth and turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Take care to avoid damaging the thin-walled cuffs during insertion, which would create the need to subject the pt to the trauma of extubation and re-intubation. If cuff is damaged, the tube should not be used. (B)(4).